Manufacturer narrative:
Corrected data: the reported events are already addressed in the labeling, or considered secondary to the labeled events. The instructions for use for restylane lido state that the product should be used with full understanding of the anatomy of treatment site and special caution are required in order to avoid inadvertent intravascular injection. Inadvertent intravascular injection could potentially lead to necrosis, discoloration and scarring as a result of puncture or compression to the vessel and vulnerable tissue. No action is needed. Pharmacovigilance comment: the patient was treated with restylane lido and with unspecified ha filler for nose augmentation. A causal relation between the events and the treatments. The injection procedure is likely to have contributed to the events. The reported events are addressed in the label, or considered secondary to the reported events. The case is assessed as serious due to intervention required to prevent permanent damage to body structure.

Event description:
This literature case, (B)(4) received on 30-sep-2015 describes the following case: patient: a (B)(6) female. Medical history: the patient underwent bilateral hip replacement at the age of (B)(6) years for congenital acetabular dysplasia. The patient had been abstaining from smoking for 10 years (she had smoked 20 cigarettes/day for 30 years in the past). No allergic history. No information about previous rhinoplasty. The patient received injection with unspecified hyaluronic acid between the dorsum of the nose and the nasal apex for nose augmentation at a beauty clinic. According to the patient, she requested the physician to give additional injection in the nasal apex immediately after the injection, and she eventually received restylane (q-med) 1 ml (hyaluronate 20 mg with lidocaine 3 mg). Immediately afterwards, she felt pain and gradually experienced swelling/redness/discolouration. However, she hesitated to complain to the physician of the symptoms because she had requested the additional injection, and she tolerated the symptoms. Although a scab was gradually formed in the area between the dorsum of the nose and the right nasal wing, she could not complain of the symptom to anyone and wore a mask to hide the region. However, the deformity of the right nasal wing became prominent, for which she consulted her personal orthopedist. She was referred to and visited the author's department. She visited the department for the first time approximately 1 month after the injection. Thick necrotic tissue adhered to the right nasal wing, and adjacent soft tissue became stiff with a scar contracture. She started to take pletaal (cilostazol) 100 mg at 2 tablets x 2/day for improvement of blood flow in the tissue and depas (etizolam) 0.5 mg at 2 tablets x 2/day for psychiatric swings. In addition, she was provided with moral support by instructing her to camouflage the wound with taping and by showing a future therapeutic strategy. She was advised to inform the clinic where she had received the injection about the complications, but she refused it, for which the physician who had given the injection was not considered to know the detail. Approximately 3 months after the injection, the scar became almost mature, and reconstruction of the nasal wing was performed under general anaesthesia. All the layers were lost in the right nasal wing. A scar contracture developed in the lost part, and the nasal apex was markedly displaced to the right. Reconstruction with tumbler and nasolabial flaps was performed for the deformity of the external nose. Although the course was favorable, she discontinued regularly visiting the hospital, and the subsequent course was unknown. Author's comment: the following 2 possible reasons were conceivable for the aggravated necrosis this time. A possibility that the method for injection was problematic: hyaluronic acid at a dose of 0.4 to 1.0 ml is supposed to be injected between the nasal root and the dorsum of the nose for nose augmentation. In this case, the injected dose was slightly high at 1.0 ml. Since it is difficult to achieve augmentation in the nasal apex, it was considered that the injection pressure had been high, and that the patient had received high amount injection in the local site. A possibility that it was difficult to know the symptoms: the patient experienced symptoms such as pain and swelling immediately after receiving the injection. However, she did not complain of the symptoms, which made the blood flow disorder untreated and the necrosis completed. This situation was one of causative factors for the aggravated disorder. The mechanism of blood flow disorder due to fillers had been explained as direct occlusion of vascular cavity by fillers and as compression from outside of vessels due to excessive injection, oedema, and inflammation. In this case, the possibility was considered that artery occlusion in the right lower nasal wing had occurred from the dorsal nasal branches of the anterior ethmoid artery and the dorsal nasal artery, or that increased internal pressure caused blood flow disorder.